Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 326 mg/dl at the time of the call. The customer was given dextrose and glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed and no issues were found. The customer went high as they did not bolus for their dinner. The customer had 9 sets that were part of the recall. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded.